Event description:
It was reported the xenon light source had air flow problem. The issue occurred during preparation for use that was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Corrected data: b5 (the information provided was inadvertently omitted from the previous follow-up medwatch report).

Event description:
The procedure related to the event was unspecified. The same device was used to complete the procedure. There was no error messages observed related to the reported problem.

Manufacturer narrative:
Corrected data: e3. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.